Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure to treat varices performed on (B)(6) 2024. During the procedure, it was noticed that the banding kit would not deploy the bands and had to be cut and removed from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on march 25, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure to treat varices performed on (B)(6) 2024. During the procedure, it was noticed that the banding kit would not deploy the bands and had to be cut and removed from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on march 25, 2024: the speedband superview super 7 was used in the esophagus during a banding procedure to treat varices performed on (B)(6) 2024. It was noted that no difficulty was experienced upon setting up the device.